Event description:
During a follow-up, it was found that the capture threshold of this lead had risen dramatically since testing was performed at implant. It was also noted that the sensing values had dropped significantly and the lead impedance was greater than 3000 ohms. A lead revision was performed and during the revision procedure, testing through the analyzer resulted in a reasonable capture threshold, reasonable lead impedance, and reasonable sensing values. Placement of the lead back in the device header resulted in similar values to those acquired through the analyzer. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.